Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged and that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer¿s blood glucose level was 105 mg/dl. The customer reverted to an alternate method of insulin therapy.